Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the manufacturing site and evaluated. It was reported that while using a coupler ac zoom they were unable to focus to a clear image. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: minor scratches on the unit. Moisture inside optical system. Damage caused by fall and/ or normal wear and tear, fluid ingress. The defective parts were replaced to resolve the issues as system was deemed not repairable the user error was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that postoperatively to an unknown surgery on (B)(6) 2021, it was observed that the coupler ac zoom device was unable to focus to a clear image. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.